Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional of a clinical study reported the patient had an undesirable change in stimulation with positional adjustments; stimulation became too strong when she would lie down. The patient was reprogrammed on (B)(6) 2015. On (B)(6) 2015, the patient was reprogrammed with adaptive stimulation as she had inadequate paresthesia coverage. The patient was reprogrammed again on (B)(6) 2015 with high density stimulation, as her paresthesia was very positional. In august examination revealed the patient lost 30 pounds allowing the stimulator to be loose in pocket and causing adaptive stimulation to be inaccurate. Etiology was due to programming and was related to her device or therapy but was not related to the implant procedure. The event was ongoing. If additional information on event resolution or intervention is received a follow-up report will be sent. Patient indication for use is spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was freely moving in pocket. There was tenderness at the ins site. They scheduled the stimulator for a pocket revision on (B)(6) 2015. The patient reported pain at the ins site prevented her from sleeping well. The decreased sleep exacerbates her chronic seizure activity.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The patient reported that the strong stimulation with positional changes had resolved since adaptive stimulation was turned off.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site utilized an abdominal binder to stabilize the stimulator in its pocket. Medications were administered. They were to apply pain cream to stimulator site for tenderness. The event was ongoing and last confirmed on (B)(6) 2015. The patient was a pain stimulator patient. There was tenderness at the site.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included repositioning the stimulator. The stimulator was moved to the superior right flank. The patient reported that the implantable neurostimulator (ins) was comfortable after repositioning. The patient was able to sleep more and thus had less seizures.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was stimulator moving freely in the pocket. The outcome was ongoing. Intervention included utilizing abdominal binder to stabilize the stimulator in the pocket. Interventions included medications administered specifically applying pain cream to stimulator site for tenderness. Diagnostic methods included examination. The patient lost 30 pounds which lead to the stimulator freely moving which lead to the stimulator freely moving in the pocket. The patient reported that the stimulator was moving in the pocket and it was annoying to her and caused tenderness at the stimulator site. Diagnostic types included examinations specifically that the stimulator was still loose in the pocket, the patient did not want surgical modification until their weight was stable. The etiology was noted as related to the device or therapy and not related to the procedure. If additional information is received a supplemental MDR will be sent.